Manufacturer narrative:
There is no evidence of a device malfunction. The alarm is attributed to the dialysate line being occluded by the cu door. The cycler alarmed appropriately. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The blood loss is attributed to the operator not performing rinseback in a timely manner. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The cycler alarmed in response to an occluded dialysate line during a routine hemodialysis treatment. Due to time spent troubleshooting the alarm treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's hgb level decreased from 10.3 g/dl in (B)(6) to 8.7 g/dl on (B)(6) 2011. Epogen was increased from 6600 units 1xweek to 8500 units 1xweek. No other medical intervention was required.